Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that "they see 7-8 anterior lead migrations a year, but no posterior" lead migrations. There was no additional event information provided at the time of initial report. Additional information has been requested regarding the specific number of patients, device model and lot numbers, associated symptoms, any troubleshooting and actions that were performed, and patient outcomes; a supplemental report will be filed if additional information is received.